Event description:
Hill-rom received a report from the account stating the bed exit would not work. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the communication board was corroded. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Communications: inspect and test the communication junction box. Test the sidecom communication system features for proper operation. Inspect the communication cable including the male and female pins in the plug. Test the nurse call super capacitor for proper operation. A search of the hill-rom maintenance records show hill-rom performed preventative maintenance on this bed from 2012-2014. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the communication board to resolve the issue. Based on this info, no further action is required.